Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) pim leak test failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse that encountered the issue replaced the pneumatic module assembly. The fse performed a complete pm with full calibration. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h6, h10,h11. Corrected fields; h6(conclusion code) . The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received a pim with a reported unit failure of a pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in a cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Ran the pim leak test with no failures. Fat could not confirm the reported issue. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.